Event description:
The hooped snare detached.

Manufacturer narrative:
This complaint is confirmed and will be reported as manufacturing related. Returned for evaluation is one disposable grasping snare. Upon receipt at bas, the hoop snare has detached from its metal locking crimp. Gross and microscopic examinations of the snare hoop reveal an improper crimp. A chr is not possible, as no manufacturing lot number information has been provided by the complainant.